Manufacturer narrative:
Sample collection and qc data was not supplied. The customer stated they performed a system check following the erroneous result which failed. To date, svc has not been sent as the customer has not provided customer technical support with a purchase order number. No add'l info regarding this event is available. A clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results, generated by the access 2 immunoassay system. The customer obtained erroneously elevated accutni results for several pt samples, but they only provided results for one pt. The pt sample when tested for accutni gave a result of ">103ng/ml" and when repeated on a different instrument gave a result of 0.03ng/ml. Erroneous values were reported outside of the laboratory. The customer did not report pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.